Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg failed to establish communication with external devices and pain at the ipg site. Troubleshooting was tried to no available. Surgical intervention may occur later to address the issue.